Event description:
Customer reported the system locked up and would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. No patient injury was reported.